Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Porcelain isolation was broken off. The procedure was completed with same like product with five minute delay. Additional information received via email from the affiliate on 6-16-2016. Type of procedure was shoulder arthroscopy. Fragment did fall into the patient. Everything was removed. This failure did not extend the procedure time greater than 30 minutes. This device was new.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the device appears in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. Additionally, there was a missing arched piece of the distal assembly which serves to retain the active tip component. No electrical or functional tests were conducted due to the condition of the electrode. The reason for this occurring is unknown from the evidence presented. Historically, the suction tube has eroded at the juncture between itself and the active tip. A supplier CAPA was opened to investigate this occurrence of active tip failures. Root cause: the weld bridge on the active suction tube is not providing sufficient weld material and retention; mechanical failure due to stress corrosion pitting and welding process; and extended activation. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).